Event description:
A customer reported that sample ID and test results were associated with an incorrect pt name on a lab report printed from the eci system. Mismatched results might lead to inappropriate physician action, therefore the likelihood of an adverse pt outcome is not remote. There was no report of pt harm as a result of this event.